Event description:
It was reported by the attorney that the plaintiff underwent a right partial mastectomy surgery in october of 1994. In the course of the surgery, vicryl sutures were used. The attorney alleges that the plaintiff suffered infection and unspecified injury after the surgery. No other info was provided.